Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. The extension set was visually inspected for damage such as cracks, kinks, holes, and tears in the tubing and its components. Further visual inspection of the filter vent under magnification did not reveal any cracks or other anomalies. Functional testing was performed and droplets were observed flowing out of the filter¿s vent. The cause of the reported event was a damaged filter vent membrane. The root cause of the damage was not identified.

Manufacturer narrative:
Investigation conclusion: the customer reported observing a dark line along the seam of the hub where the trifuse connected to a PICC line. The customer also reported a leak from the smartsite hub area during an unspecified infusion. Although requested, additional event details are not available. There was no report of patient harm. One used extension set, model 20103e02-07 with unknown lot number and smartsite lot number 151795b14 was received from the customer. Concomitant smartsite valve model 2000e was loosely connected to the male luer of the extension set. The extension set and concomitant smartsite valve were visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. A brown residue was observed at the connection of the concomitant smartsite hub to the distal end of the tubing. The concomitant smartsite valve was loosely connected to the male luer of the extension set. No damage or anomalies to the remainder of the set and its components was observed. No other anomalies were observed upon initial visual inspection (including use of microscope). Functional testing was performed using a lab syringe and no leaks were observed on any part of the set and its components. The concomitant smartsite valve was disconnected from the set and tested independently and no leaks were observed.

Event description:
The customer reported observing a dark line along the seam of the hub where the trifuse connected to a PICC line and leaking from the smartsite hub area during an unspecified infusion. The trifuse was changed and the infusion continued without incident. Although requested, additional event details are not available;

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a cracked smartsite valve on the trifuse connector that was discovered while in use and mated to a PICC. There is no report of patient harm.